Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 124mg/dl at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced. The customer declined to troubleshoot for frozen screen and blank display that they mentioned during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm noted. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. No frozen display noted. Pump passed the leak test. However, unexpected replace battery and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.